Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable.